Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues, which led to an in-clinic evaluation. Troubleshooting was performed, but the issues persisted. A surgical procedure was performed, and a tubing hole with fluid loss was observed between the pump and cylinders; the pump and cylinders were removed, and replaced. There were no patient complications reported.